Event description:
The complainant reported that a patient developed an infection at the surgical incision site and that the skin surrounding the incision was red where it had been in contact with the skin adhesive.